Event description:
It was reported that the clinician was receiving an error message, while attempting to add a new patient to carelink, that the device was already enrolled. The serial number had been associated to another enrolled patient mistakenly. To correct this error the registration database needed to be updated. This would delay the enrollment of this patient one to two days. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that the clinician was receiving an error message, while attempting to add a new patient to carelink, that the device was already enrolled. The serial number had been associated to another enrolled patient mistakenly. To correct this error the registration database needed to be updated. This would delay the enrollment of this patient one to two days. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.